Event description:
When the lens was injected into the patient's eye, it went straight into the vitreous. A vitrectomy was performed.

Manufacturer narrative:
See MDR 1920664-2009-00243 for the intraocular lens used with this delivery device.